Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had an intrinsic heart rate of 42-44 beats per minute (bpm). It was questioned how this device was programmed. Technical services (ts) stated the programming was unknown; however, that it was not uncommon for defibrillators to be programmed to a lower rate limit (lrl) of 40 bpm if the patient was not pacemaker dependent. Ts suggested to contact the physician to confirm lrl programming. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Caller reported blood glucose results of 298 mg/dl, 186 mg/dl, 126 mg/dl, 148 mg/dl, and 118 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.